Manufacturer narrative:
This report is submitted on february 23, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient developed a (B)(6) infection near the implant incision site. The patient was hospitalized in (B)(6) 2017 (specific date and duration not reported), however; the issue could not be resolved. Subsequently the patient was re-admitted to hospital on (B)(6) 2017 for a duration of 03 days and was treated with IV antibiotics. The issue resolved and the patient resumed use of the device.